Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during routine follow-up the left ventricular lead paced from the atrium instead of the left ventricle. The physician suspected the lead had dislodged and decided to reprogram the pacing mode in right ventricle only. The patient's condition was - good - before and after the event. The lead remained implanted.